Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 149 mg/dl at the time and they were trying to bolus. Customer stated that the pump got wet because they had it in their shirt, which had sweat on it. Customer's mother reported that they took the customer to the emergency room on (B)(6) 2015. Customer's blood glucose was 299 mg/dl at the time. Customer was treated at the hospital and their blood glucose went down to 23 mg/dl. Customer was then sent home. Customer was getting ready to enter their carbs for dinner and the buttons on the pump got stuck. Customer did not have a back-up plan. Customer was not wearing the pump at the time of the visit and had been off the pump for 3 hours prior to the incident. Customer was also hospitalized on (B)(6) 2015 with a blood glucose of 239 mg/dl. Customer was not wearing the pump at the time. Customer was not wearing the pump at the time and had been off the pump for 8 hours.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm occurred during testing. They were not able to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, and excessive no delivery test due to the no button response. Pump as also received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.